Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum output and the r-wave amplitude had decreased to 2.0 mv. Impedance values were within normal range. It was decided to replace the lead; however, during the procedure it was not possible to retract the helix, resulting in the lead being surgically capped and abandoned. A new rv lead was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum output and the r-wave amplitude had decreased to 2.0 mv. Impedance values were within normal range. It was decided to replace the lead; however, during the procedure it was not possible to retract the helix, resulting in the lead being surgically capped and abandoned. A new rv lead was successfully implanted and no additional adverse patient effects were reported. Additionally, it was reported the thresholds on this lead had run high. During a revision procedure related to the patient's current active right atrial and right ventricular leads, it was possible to extract this capped lead and it was returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Correction: updated outcomes attributed to adverse event to include "required intervention to prevent permanent impairment/damage". Removed "other serious (important medical events)". Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. The helix mechanism was clogged with the dried blood/tissue.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Correction: updated outcomes attributed to adverse event to include "required intervention to prevent permanent impairment/damage". Removed "other serious (important medical events)".

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum output and the r-wave amplitude had decreased to 2.0 mv. Impedance values were within normal range. It was decided to replace the lead; however, during the procedure it was not possible to retract the helix, resulting in the lead being surgically capped and abandoned. A new rv lead was successfully implanted and no additional adverse patient effects were reported. Additionally, it was reported the thresholds on this lead had run high. During a revision procedure related to the patient's current active right atrial and right ventricular leads, it was possible to extract this capped lead and it was returned to the manufacturer for analysis. No additional adverse patient effects were reported.